Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a breast excision procedure, the surgeon was using the generator with a non-covidien pencil and a monopolar forceps connected to the generator at the same time. When the surgeon pressed the footpedal to activate the forceps, the pencil was activated and the patient was burned on her chest where the surgeon had placed the pencil. The patient received "light burns" and a full recovery from them is expected. The settings used were mono 25/25 watts and bipolar 10 watts. No details were made available regarding which sockets the footswitch and pencil were plugged into at the time of the incident.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) /2015. One used forcefx-8c generator was received and evaluated by covidien. The investigation did not identify anything that would have caused or contributed to the reported event of a patient burn. The incident description states that the surgeon placed the electrosurgical pencil on the patient's chest, and when the footpedal was subsequently pressed, the pencil became activated and burned the patient. The forcefx user's guide warns the user that when not using an active accessory, it should be placed in a holster or in a clean, dry, non-conductive and highly visible area that is not in contact with the patient. Contact with the patient may result in a burn.